Manufacturer narrative:
One 7 mm x 25 mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 4 mm of the distal threads have been broken off and were not returned. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. Per the device instructions for use: "warning: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used.

Event description:
It was reported that during a crossed ligament reconstruction surgery, the screw broke inside the patient. The pieces were removed using tweezers. A backup device was available to complete the procedure with no significant delay or patient injuries.